Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Adhesions are listed as a possible complication in the adverse reaction section of the IFU. Review of the device history records found lot was manufactured to specification. No anomalies identified. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant & manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 8 months post implant of ventralex mesh, patient was diagnosed with adhesions, hernia recurrence thereby underwent repair with mesh removal. Updated fields: a2, a4, b4, b5, b6, b7, d1, e3, f12, g1, g3, g6, h2, h6, h10, h11 corrected field: d.6a (date of implant) & h.4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
It is alleged by the patients attorney that on (B)(6) 2013, the patient underwent surgery for repair of an umbilical/ventral hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number husl0115 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery for removal, lysis of adhesion and recurrence repair. Patient was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated umbilical hernia, ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿umbilical and ventral hernia sacs were excised. Between the 2 hernias, there was a bridge which is strong and intact. A circular ventralex mesh (device #1) was placed in an underlay fashion to repair the ventral hernia. The tails were cut and attached to the fascia and then sutured.¿ (B)(6) 2015 - patient was diagnosed with incarcerated recurrent ventral incisional hernia thereby underwent laparoscopic repair with the removal of mesh. Per operative notes, ¿adhesions to the previously placed mesh (device #1) in the midline were taken down and the mesh (device #1) was removed from the abdomen. A ventralight st mesh (device #2) was placed into the abdomen, tacked around the edges of the mesh and sutured.¿ attorney alleges that the patient had abscess, adhesions, infection, pain, hernia recurrence and emotional injuries. It was also alleged that the patient underwent removal surgery.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Adhesions are listed as a possible complication in the adverse reaction section of the IFU. Review of the device history records found lot was manufactured to specification. No anomalies identified. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2013, the patient underwent surgery for repair of an umbilical/ventral hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number husl0115 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery for removal, lysis of adhesion and recurrence repair. Patient was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.